Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right robotic laparoscopic colectomy, while unloading/reloading of stapler, the middle piece on the back side of the reload kept falling off. The surgeon replaced the stapler to resolve the issue. There was no patient injury.